Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during basal deliveries. In addition, the cartridge was cracked. Customer stated they would load a new cartridge on their own. The customer's blood glucose level was 246 mg/dl.